Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from (B)(6) alleged that they received potential false positives for a large number of patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed with the cobas® liat® systems (s/n not provided). No patient details were made available, and no harm or injury was indicated. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and investigation performed there is no indication the product is not functioning as intended. Further investigation was not warranted as the alleged kit was internally tested, the customer allegation was not identified. Note that no data was provided to confirm the allegation. (B)(4).